Manufacturer narrative:
This report is submitted on october 29, 2018, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the clinic, the patient experienced skin reactions and inflammation and developed an infection and granulation tissue at the abutment site. Subsequently, the patient was administered topical antibiotics and is being clinically managed by the health care provider.